Event description:
One patient sample with discrepant vancomycin results. Initial result 1.2 ug/ml. Same sample repeated on a different instrument using the same methods gave a result of 3.2 ug/ml. The initial result was not reported. The field service representative determined the sample probe was partially clogged. The instrument was repaired.